Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. After a guide wire passed through the lesion, a 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries reported.